Manufacturer narrative:
Evaluation: results: moderate calcification. Stent dislodgement. Lack of information. Conclusions: moderate calcification. Lack of information.

Event description:
A 2.75 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown coronary artery lesion. Lesion morphology was reported to contain moderate calcification. It is unknown if the lesion was pre-dilated. It was reported that the physician inserted the endeavour sds and was attempting to reach the lesion site when the stent dislodged due to calcification. No additional clinical sequelae was reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.